Event description:
A customer contacted beckman coulter regarding erroneously elevated digoxin result from a single pt that was generated by the unicel dxl 800 access instrument. The elevated digoxin result was 2.3ng/ml. The sample was run from a primary tube with insert cup. The result was not reported out of the lab. The customer repeats all critical results. The customer repeated the pt original sample for digoxin; the result was 0.78ng/ml. The result was reported out of the lab. The customer did not provide any additionl info regarding this event. The customer indicated that there was no change to pt treatment attributed to or connected with this event.